Event description:
Pt with st. Jude current vr rf 1207 and a riata-optim lead 7021 sn (B)(4) implanted (B)(6) 2007, presented to the ed in baltimore vamc with vibrating of his device. Interrogation revealed pacing lead impedance over 2000 ohms. No noise was seen on the egm, no inappropriate therapies, or detections. Pacing threshold was elevated to 3.0v at 0.5 msec (up from baseline of 0.75 v at 0.5 msec) hv impedance was 44 ohms. Reason for use: history of vt.